Event description:
Customer reported via phone call that insulin pump was no longer communicating with the transmitter. Customer's blood glucose was 83 mg/dl. During troubleshooting, it was found that the sensor was lifted off of skin. Customer removed sensor and found that cannula was bent. Customer reported of waking up with blood glucose of 50 mg/dl and treated with food. Customer reported of being a brittle diabetic without sensor and that blood glucose ranges from 89 mg/dl to 300 mg/dl with sensor. Customer was educated on proper use and application of sensor and was advised that sensor would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.